Manufacturer narrative:
The fire alarm was not activated, and no evacuations were conducted. A steris service technician arrived onsite following the reported event to inspect the warming cabinet and found the inside of the cabinet to be covered in black residue. The residue was contained within the top compartment of the unit. After speaking with user facility personnel, the technician was informed that there were plastic bottles sitting in the top compartment of the cabinet, and blankets in the bottom compartment. The water bottles had melted causing the water to spill onto the blankets below and splash onto the walls of the cabinet. The bottles had melted due to the warming cabinet overheating over the weekend. The amsco warming cabinet operator manual (4-4) states, "5.5 clean dirt and lint from components, including fan and fan filter." Failing to do this can cause lint to build up over time and block the airflow throughout the warming cabinet causing the unit to overheat. Steris has not performed any service activities for the subject warming cabinet since august 2006. The warming cabinet was installed in 1998 making the unit approximately 20 years old and is not under steris service agreement for maintenance activities. This unit is maintained by a third-party service provider. Based on the technicians inspection and after speaking with the customer, the root cause of the event can be attributed to lack of proper maintenance; specifically, cleaning the circulation fan. The warming cabinet has been removed from service and the facility is waiting for a quote to replace it. No additional issues have been reported.

Event description:
The user facility reported that their warming cabinet had "burnt up". No report of injury. No smoke or flames were observed.